Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4 device history sterile part: part #: 04.005.526s. Lot #: 7l65744. Manufacturing site: werk selzach . Supplier: früh (B)(4). Release to warehouse date: 07 dec 2020. Expiration date: 01 dec 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part #: 04.005.526. Lot #: 79p6023. Manufacturing site: mezzovico . Release to warehouse date: 26 nov 2020: a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) with the trochanteric fixation nail advanced (tfna) system for the fracture of the trochanteric femur. The fracture was intramedullary, and the proximal fragment displaced posteriorly. The surgeon tried to reduce the fracture; however, it did not go well, and the fracture was fixed with subtype n (ikuta classification). The surgery was completed without any surgical delay. Intramedullary fixation was observed a few days after the surgery. Recently, the patient complained of pain, and it was confirmed that the pseudoarthrosis occurred. The revision surgery for removal of the implants and the total hip arthroplasty was performed on (B)(6) 2022. This report is for a locking screw. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Patient height reported as 175 centimeters. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.